Event description:
After chemo completed, port flushed and deaccessed per protocol. I thought the huber needle was locked closed and covered but when I put the needle in the sharps box it flipped around and stuck me in my left middle finger. Bleeding occurred. I washed hands well with chlorhex hand soap. This brand of needles (powerloc max by bard) does not have the locking "sound" when activated as do the previous brand of needles we used to use. This is an added security. Another nurse has stated she has noticed twice recently that these huber needles did not lock when she removed them but she did not get stuck.